Manufacturer narrative:
The device was discarded and therefore, not available for evaluation.the patient's start date of below pd regimen was 2009: regular calcium (pd2) ultrabag, 1.5% and 2.5% dextrose. The solution is not suspect. The patient was also on plendil 1# twice a day by mouth, seguril 5# three times per day by mouth, ramipril everyday by mouth, aspirin everyday by mouth and novolin 30 regular.

Event description:
In 2009, baxter received a report that the patient went to hospital to replace the transfer set for peritoneal dialysis (pd) treatment. A week later, the patient was hospitalized for bacterial peritonitis. The physician of the patient wondered what the reason was for the peritonitis, however after reviewing the aseptic technique throughout entire pd procedure, no issue was noted. No problem was noted on pouch before use and no problems were noted with the function or visual inspection of the transfer set. The physician of the patient doubted if the inside flow path of the transfer set contained germs due to the sterilization in the plant not being effective, however the physician is not sure about this. The physician of the patient reported this case to the baxter clinical people and would get help on her doubt. The patient was treated with pd solution mixed with ceftazidime 2.0 milligrams (mg), cefazolin 1.0mg four times per day and levofloxacinhybrochloride injection. The patient was considered recovered and was released from the hospital eight days later. The patient did not have an exit site or tunnel infection. This pd transfer set is still being used with the patient. Three months later, the patient had the transfer set replaced for continued pd treatment. No other patient injury was reported from recovering to now.